Event description:
The pt's precision system was explanted due to an infection. Also refer to MDR no. 2029203-2008-00555.

Manufacturer narrative:
The explanted device was not returned for eval. A review of the sterilization records for the explanted device found them to be satisfactory. This is the final report.